Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the valve was visually inspected; the needle guard was slightly raised, as well as needle holes in the needle chamber. The received device is an 82-8800 and not 82-8805 as first noted. The valve was hydrated. The catheter was irrigated, no occlusion noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The possible root cause for the issue reported by the customer is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, at the time of the investigation no occlusion issue was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the certas plus with sg was implanted to a patient on (B)(6) 2021, with an initial setting of 4, then changed to a setting of 5 due to over drainage. The patient presented with confusion and CT evidence of ventriculomegaly. The patient then presented with obstruction and the setting was turned down to 2 with no improvement. The patient was taken for a revision. Intra operatively the peritoneal end drained freely when tested with a burette. The valve did not drain when the reservoir was pumped. The valve was disconnected, and the ventricular catheter drained freely, indicating the valve was not working. The valve was explanted on (B)(6) 2021 and the shunt was externalized to an evd and is awaiting further treatment.

Event description:
N/a.

Manufacturer narrative:
Additional information was received indicating that the second valve also failed and it was explanted. No additional information has been provided after several attempts. The second valve/case is documented on mfg report number: 3013886523-2021-00252.